Manufacturer narrative:
The sample associated with the report was received and the customer reported issue was confirmed. An inflation/deflation test was performed and it was observed that the cuff deflated immediately. A visual inspection was also performed and it was observed that the cuff presented with a small tear. The failure mode of cuff trachea cannula leakage was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheostomy tube cuff had burst. Customer indicated re-intubation of a replacement was required.